Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise and failure to capture on the right ventricular (rv) lead. No changes or interventions were reported. The patient condition was unknown.